Event description:
It was reported that the insulin pump has a deep large crack on the lcd display screen. Customer's blood glucose reading was 108 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip. No crack found on lcd glass or display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).